Event description:
(B)(4). It was reported that a dissection occurred. The subject was enrolled into (B)(6) study on (B)(6) 2017 and the index procedure was performed on the same day. The 100% stenosed target lesion was located in the left superficial femoral artery (sfa) with a reference vessel diameter of 5.5 mm and a length of 125 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation using 4 mm x 150 mm balloon. Following this, a grade c dissection was noted, which was treated with balloon dilatation, and the complication was resolved. Then, the target lesion was treated with 6 x 100 mm and 6 x 80 mm ranger study balloons. Following this intervention, grade c dissection was noted again for which balloon dilatation was performed. However, complication was not resolved. Post dilatation with 5 mm x 100 mm was performed, and grade c dissection was still noted, which was also treated with balloon dilatation however, complication was not resolved. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2018, 361 days post index procedure, the subject presented to the protocol scheduled 12 months follow up visit with the symptoms of moderate pain or discomfort in the left limb. The subject was diagnosed with stenosis in the left sfa. No action was taken to treat the event.